Manufacturer narrative:
An event regarding a fracture involving a ceramic liner was reported. The event was confirmed. A device history review the device was manufactured and accepted into stock with no discrepancies. A complaint history records indicate there have been no other events for the reported lot. The reported event indicates the patient heard squeaking. This was likely caused by the ceramic head articulating on the shell after the liner fractured. A material analysis indicated that it is likely that the insert was not seated properly, causing stress near the distal rim leading to fracture. The malpositioning of the liner cannot be confirmed without medical records. No material or manufacturing defects were observed on the device features evaluated.

Event description:
The operation was done by (B)(6) 2011 but, the device starts making sounds. As the sounds gradually increased, the operation was done again ((B)(6) 2014).

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
The operation was done by (B)(6) 2011 but, the device starts making sounds. As the sounds gradually increased, the operation was done again ( (B)(6) , 2014).